Event description:
In 2008, the sales rep reported that during an anterior cervical procedure, the surgeon was inserting the screw into plate and the secure ring detached from the plate and fixed itself on the screw. The surgeon explanted the screw and left the plate in with five screws instead of six screws.

Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.